Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that display screen was blank even after battery change. Issue did not occur with other insulin pump. Customer's blood glucose was 33 mmol/l. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly to j7/pcb 1. The battery tube connector plugged back into the connector, monitored and no blank display noted. Pump received with normal operating currents. Unit received with scratched case, pillowing keypad overlay, serial number label fading, end cap address label peeling and minor scratched lcd window.